Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5092-58 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that there was an right atrial (ra) lead warning due to high impedance. Since then, the impedance has been "solid" as well as the trend. The threshold is good and there has been no noise. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.